Manufacturer narrative:
All available information was investigated, and the reported jammed lock line was confirmed via returned device analysis. Additionally, the lock line was observed to be knotted. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported jammed lock line is a cascading event of the observed knot in the lock line. The cause of the observed knot in the lock line was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative regurgitation (mr) with a grade of 4. An xtw clip was inserted and placed on the mitral valve. However, while attempting to remove the lock line (ll), it became stuck and was unable to be removed. Troubleshooting was performed, but the ll was unable to be removed. Therefore, the physician decided to remove the clip delivery system (cds) and replace it. Three clips were then successfully implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.